Event description:
It was reported that during a transseptal puncture during a left atrial appendage closure procedure a pericardial effusion occurred. The sheath was positioned on the posterior and mid area of the fossa ovalis and the wire was advanced. This was the point at which a pericardial effusion was observed on the echo and the procedure was canceled. Drainage was performed and 1 unit of blood cells was given to the patient. The patient was stable throughout the procedure and was then extubated and transferred to the intensive care unit for monitoring. Further information about the status of the patient was not provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).